Event description:
Patient was revised to address tightness in the knee. A smaller thickness of bearing was implanted.

Manufacturer narrative:
No product was returned. Information provided indicates that the 12.5mm insert was replaced with a 10mm insert. Although the exact root cause could not be determined. Information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.